Manufacturer narrative:
Additional information has been received on 09/17/2025. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to CPAP device's sound abatement foam. There was no report of medical intervention. There was no report of serious or permanent harm or injury. In box d: product brand name, model number, catalog item identifier has been updated. Section h6 has been updated.

Event description:
A rep dreamstation auto CPAP device was returned to a third-party service center with information alleging particles in air path. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed, and secondary findings was observed. The third-party service center concludes that they couldn't confirm the customer's allegation. Additionally, twenty-nine error codes present were found. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.